Manufacturer narrative:
Reason for reoperation: deflation.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.

Event description:
Patient reported a "left-side rupture", "super smaller than the other one", and "looks really bad." Device remains implanted.

Event description:
Patient reported, a "left-side "rupture". "Super smaller than the other one" and "looks really bad" against a saline device. Patient later reported, a left side deflation. Healthcare professional, later confirmed, a left side deflation. And also reported, "creases". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve bond edge assessed, as unidentified (tear). No additional observation. Unsatisfactory result: unable to observe, since it is a medical event. And is not related to the device. Crease/folding of implant: observed. As per the investigation procedure: particles was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.